Event description:
It is reported that the impactor cracked during impacting/extracting.

Manufacturer narrative:
Evaluation summary: the knurled section of the instrument shows impaction marks on the medial and lateral sides. It is possible that the device experienced extremely high impact load and was impacted off-center or at an angle causing additional bending moment and the jaw fractured due to overload. Evaluation: as returned, one tab of the rod shaft has fractured off the broach impactor. The fractured piece was not returned with the complaint for review. Device history records indicate device manufactured to specification.